Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 due to high blood glucose. The blood glucose level was 280 mg/dl at the time of event and the patient got treated with magnesium fluid. No further information.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.